Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, the cause of bg level was unknown, although customer suspected that the infusion set needed to be changed. Bg was treated by changing infusion set and administering a bolus using the pump. Reportedly, the customer experienced dizziness, but did not sustain any injury. The customer was instructed to consult with the healthcare provider regarding bg level. System check could not be performed as the issue occurred in the past.